Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient having device pain because it¿s tipped. Revising to flatten device and using tyrx to stabilize. The hcp performed a physical exam. The issue was confirmed resolved.